Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient's left eye. The iol was explanted by another practice. The reason for the explant is the patient reported severe halos and glare and was unhappy. The symptoms were debilitating as the patient could not drive at night. The iol was replaced with a monofocal lens. Sutures were not required. The patient's pre-operative vision was 20/30. Post-operative vision 20/30+. The patient is doing well and has fully recovered. No further information was provided.

Manufacturer narrative:
Section a3b, gender: unknown/not provided. Section a4, patient weight: unknown/not provided. Section d6b, if explanted, give date: the exact date was not provided. The customer said july 2024. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.